Event description:
It was reported by a company representative that during the surgical procedure, the in-situ plate cutter broke while cutting a plate.

Manufacturer narrative:
The device has been received at the manufacturing site and investigations show that the product subject to the complaint had reached its lifetime at the event date of the reported incident. There is no indication for a quality issue with the articles in question, nor is there any indication for a deviation from the defined quality specifications within development or manufacturing. No indications for unusual or unexpected circumstances could be identified, either. It is to be concluded that the reported incident originated from a common case of wear and tear resulting from aging as it is to be expected with mechanical medical device subject to reprocessing after reaching their lifetime, not making any further action necessary. This complaint will be considered in statistical analyses at frequent intervals.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during the surgical procedure, the in-situ plate cutter broke while cutting a plate.